Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. A definitive root cause could not be identified. In addition, the following reportable malfunctions were identified during the device evaluation: no image should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope displayed a grainy image on screen. The issue was found during reprocessing. There were no reports of patient involvement.